Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that a component was inverted could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 23063006 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material#: 2426--05000 , batch number#: 23063006. It was reported by customer that 2262-pc - alaris pump IV tubing port closest to the patient is upside down causing patients to not receive medication from other tube connected at y. Verbatim#: 2262-pc - alaris pump IV tubing port closest to the patient is upside down causing patients to not receive medication from other tube connected at y.   Customer response: please provide the correct material/product number? (2426--05000 & 23063006). Did the event directly, or indirectly involve a patient or user? Yes, no detectable harm to patient. Describe any patient harm, injury, complication, or negative outcome that occurred because of the event. Please include treatment/intervention provided and the outcome. No detectable harm. Good catch prior to patient treatment. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No. Please confirm what was being infused. Unknown. Please confirm the infusion set up including the make and model of connecting products. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Product was shipped back to bd.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the verbatim:2262-pc - alaris pump IV tubing port closest to the patient is upside down causing patients to not receive medication from other tube connected at y.   See attached photos.